Event description:
Complainant alleged that during biomed testing the connector for the device's multi-function cable was broken and the cable was not able to be connected. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product, and will be providing a follow-up report when our investigation is completed.